Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had stuck button alarm. The customer¿s blood glucose level was 8.6 mmol/l at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No stuck button alarm noted. However, device received with intermittent button response due to corroded keypad traces. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked battery tube threads, serial number label fading, missing display window cover and minor scratched lcd window.